Manufacturer narrative:
(B)(4). Date of event: event year only reported: 2023. Batch #: u95m6t. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal guide weld broken. Upon visual inspection, of the device, it was observed that the wires were broken at the distal guide area. The damage to the distal guide was enough to prevent the jaws to open and close as expected. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactivate". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three times. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Please refer to the IFU for proper handling of the device, note that ¿caution: do not grasp tissue beyond the electrode surface, in the hinge of the jaws. Do not overfill the jaws of the instrument with tissue. This could result in difficulty opening the jaws, partially cutting tissue, and unintended injury.

Event description:
It was reported that during the bowel resection procedure, the device locked on tissue. Cut button remained depressed and jaws locked. We had to run the energy cycle 4 times to eventually get the device to open. Then the device worked fine for 30-40 firings. The next event with same device and same case. The device physically broke proximal to the jaws along the shaft of the instrument. The jaws dangled and could be moved back and forth laterally. The procedure was delayed by ten minutes. The procedure was completed successfully with no patient consequences.